Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the vertebral body retainer was removed from the patient to better visualize the midline position of the implant. During the removal of the instrument, a small screw fell out of the bottom of the vbr onto the field. The screw was immediately identified as coming from the bottom of one of the ¿wingnuts.¿ an identical sterile vertebral body retainer was opened to finish the procedure. Upon cursory examination, there appeared to be no damage to the vbr device, or to the screw threads. The screw appeared to have loosened during use. The issue did not result in a surgical delay and there was no patient consequence. This report involves one vertebral body retainer. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: device returned. H4: manufacture date added. H3, h4, h6: service and repair evaluation: the customer reported that a small screw fell out of the bottom of the vertebral body retainer onto the field. The repair technician reported that the device is missing compression ratchet-right, ratchet bar, tack welds broken, cosmetic test failed and device failed to operate smoothly. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device history lot . Part number: 03.820.111. Lot number: t922151. Manufacturing site: tuttlingen. Release to warehouse date: 19-may-2008. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D3: manufacturer email updated. G1: updated manufacturing site country.